Manufacturer narrative:
Date of alleged events not provided by the complainant. Device lot number not provided by complainant thus device exp date is unk. Product explantation not confirmed by complainant. Device MFR date not known as lot number not provided by the complainant. This MDR is being filed beyond the 30-day reporting requirement due to our initial assessment resulting in the opinion that the complaint allegations arising from this lawsuit were too vague and not specific enough to form a conclusive decision. After further thought and review, this MDR is being filed. Thus far, investigation into this claim has included: a review of the claim allegations; a review of the cbi complaint system which did not identify any previous complaints matching the provided details; a search of the shipping system for a time period of (B)(6) 2006 to (B)(6) 2007 indicated that (B)(4) has been shipped to (B)(6) hosp and clinic in a time frame that would correlate with the given surgery date; however, a specific lot number could not be identified as there have been multiple shipments of the product. Reassessment of the ae reporting decision tree in which a determination to file an MDR was made; and a review of the biodesign surgisis tension-free urethral sling IFU fp0015-3c. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign device performance and the alleged injury remains unk. However, based on the allegations in the complaint that, on (B)(6) 2002, the complainant had implanted in her a sparc sling system mfg by american medical systems, for her pelvic organ prolapse and/or stress urinary incontinence, and then had a biodesign tension-free urethral sling implanted on (B)(6) 2007, we speculate that our product was likely placed to repair damage from the previously placed american medical systems product or to repair a recurrence of the pt's pelvic organ prolapse and/or stress urinary incontinence. The biodesign tension-free urethral sling IFU fp0015-3c notes that "the following complications are possible with the use of surgical graft materials: bleeding, infection, adhesions, sterile effusion, chronic inflammation, allergic reaction, and delayed or failed incorporation of the sling." In addition, the IFU states that "complications of any sling placement procedure include: voiding dysfunction, bladder perforation, de novo urgency, erosion, persistent incontinence, urinary retention, and urinary fistula. If conditions of infection or allergic reaction cannot be resolved, consider removal of the sling." No further details are available at this time. The investigation into this report remains ongoing. If/when additional info is obtained a f/u report will be filed.

Event description:
The pt was reportedly implanted with the ams sparc sling system on (B)(6) 2002 by dr (B)(6) at (B)(6) med ctr and a biodesign tension free urethral sling on (B)(6) 2007 by dr (B)(6) at (B)(6) hosp. The pt and her attorney allege that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and medical treatment. The following info was not provided by the complainant: specific info of the alleged injury. Specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type / to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current pt status.